Event description:
Patient reported "capsular fibrosis" and "thus severe pain including extreme hardening". Later, patient reported "evidence of secondary sagging of the breast tissue with waterfall deformity and capsular fibrosis stage iii". Later patient reported "implants are moldy". Later healthcare professional reported "capsular contracture iii and double capsule formation". This record is for the right-side. Device was explanted. Patient was prescribed ibuprofen.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d9, g2, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - double capsule: unable to observe through visual inspection as it is a physiological phenomenon. - visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "capsular fibrosis" and "thus severe pain including extreme hardening". Later, patient reported "evidence of secondary sagging of the breast tissue with waterfall deformity and capsular fibrosis stage iii". This record is for the right-side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular fibrosis" and "thus severe pain including extreme hardening". This record is for the right-side. Device remains implanted. It is unknown if device will be returned.